Event description:
Healthcare professional reported that patient was injected with juvéderm® volbella® with lidocaine and juvéderm® volite¿ in the teardrop, zygomatic arch, and nasolabial fold. Five months and twelve days later, patient experienced swelling, nodular, and developed lesions all over the face. The next day, the patient experienced a headache and took dispirin. The next morning, the patient¿s face was swollen and the patient took omnacortil and antihistamine for 13 days. A biopsy was performed that suggested filler induced granuloma. Symptoms status is unknown. This is the same event and the same patient reported under MDR ID#(3005113652-2023-00882)(allergan complaint (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella® with lidocaine.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2201. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.